Event description:
It was reported to ge medical systems that under certain circumstances, data reported by the system related to ejection fraction can be incorrect. The site is to have a newer version of software installed which would correct the problem.